Event description:
The hospital reported that during the treatment the pt had the following symptoms: 1) burning sensation in neck; 2) restless; 3) complained of pain in back, progressed down legs, then to head; 4) nausea; 5) extreme thirst. The nurse noticed that the blood in venous lines was darker then normal. The treatment was terminated and the pt was admitted to hospital. The gambro technical service checked the machine. The pt symptoms led to suppose an unbalance of the electrolytes. The machine displayed a conductivity of 14.0 ms/cm. When conductivity was checked with an independent, calibrated hand-held meter, the reading was >20 ms/cm. The following day, the pt was reported to be in stable condition, but remained hospitalized.